Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient chose to deactivate the left ventricular assist device (lvad) and was transitioned to comfort care. The patient passed away due to sepsis. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including neurological events (not stroke related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the onset date of the sepsis was (B)(6) 2025. The infection sourced from a urinary tract infection (uti) and osteomyelitis. The patient experienced hypotension, altered mental status, and positive urine cultures for yeast. The patient was treated with vancomycin and zosyn initially, which was later changed to meropenem and micafungin. The device operated as expected.